Event description:
Repeated sensor failures of dexcom g6 sensors. Notwithstanding my good faith efforts to report this problem and obtain an explanation, company has provided limited information with respect to scope and source of problem beyond providing replacement sensors. These failures have compromised my self care of a 50 year type 1 condition. In addition, I have personally brought this to the attention of the FDA previously in hopes of determining extent of issue mainly to assess future reliability of the g6 product to make treatment and insulin dosage. After 50 years, my body has very limited low blood sugar awareness and I've relied on dexcom cgm (continuous glucose monitoring) to maintain my health. Please advise. Thank you.